Event description:
Required intervention to prevent further migration and enable successful placement of larger stent. According to incident report, pt was uncomfortable from the time of stent placement. The tumor was short and low. Stent migrated to stomach. Pt was very ill prior to removal. Stent removed endoscopically. Pt suitable for larger size: eg-20-10? Procedure caused an abrasion only to the pt. At this time the pt is being reviewed and considered for further stenting.